Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter city: (B)(6) yamaguchi prefecture.

Event description:
It was reported that a device was stuck in the advancer during procedure. A rotawire drive was selected for use. During the procedure, the wire was bent and did not come out of the advancer. The procedure was completed using another of the same device. No patient complications were reported.